Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented in-clinic for a follow-up, externalized conductors between the rv coil and the svc coil were observed via x-ray. The patient will continue routine follow-ups until the device reaches eri.